Event description:
Surgeon was performing surgery on the davinci console when they noticed that the wires of the da vinci prograsp instrument was broken. Took the instrument off the field and opened a replacement. Report was made.